Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital due to pain/redness/swollen in the wound and hematoma. Physician confirmed that the pocket was infected. The system was removed and debridement was performed. The wound and patient recovered well, and a new system was later implanted successfully. The patient¿s condition was stable.